Event description:
As reported, during a lower extremity arteriogram with balloon dilation via the femoral artery, the hub of a performer introducer separated from the device. The patient had a history of arteriosclerosis and occlusive disease of the lower extremities (fontaine stage IV). After the hub separated, the shaft of the device ¿fell¿ into the patient¿s femoral artery and was unable to be removed. The patient was transferred to another hospital for surgical removal of the shaft. The shaft was successfully removed during the ¿second¿ surgical procedure. A photo provided by the customer shows hub separation. The shaft material also appears to have been cut or partially torn. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this event. Additional information has been requested.

Manufacturer narrative:
H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24apr2025. Ipsilateral access was obtained in the femoral artery to target the common femoral artery. The access site was not scarred. The anatomy at the site of sheath placement was not stenosed, tortuous, or calcified; however, the superficial femoral and infrapopliteal arteries were reportedly stenosed and occluded. Another manufacturer¿s wire guide and another manufacturer¿s contrast catheter were used through the sheath, and balloon dilation was performed in the femoral artery during the procedure. Resistance was not encountered during insertion or removal of the sheath or during insertion or removal of any device through the sheath. The dilator was not reinserted prior to sheath removal. The hub was reportedly not used to pull the sheath from the patient; however, the hub separated upon attempted removal of the sheath. Nothing was in the sheath lumen at the time of hub separation. The procedure was reportedly successfully completed.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Summary of event: as reported, during a lower extremity arteriogram with balloon dilation via the femoral artery, the hub of a performer introducer separated from the device. The patient had a history of arteriosclerosis and occlusive disease of the lower extremities (fontaine stage IV). After the hub separated, the shaft of the device ¿fell¿ into the patient¿s femoral artery and was unable to be removed. The patient was transferred to another hospital for surgical removal of the shaft. The shaft was successfully removed during the ¿second¿ surgical procedure. A photo provided by the customer shows hub separation. The shaft material also appears to have been cut or partially torn. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this event. Additional information was received 24 apr 2025. Ipsilateral access was obtained in the femoral artery to target the common femoral artery. The access site was not scarred. The anatomy at the site of sheath placement was not stenosed, tortuous, or calcified; however, the superficial femoral and infrapopliteal arteries were reportedly stenosed and occluded. Another manufacturer¿s wire guide and another manufacturer¿s contrast catheter were used through the sheath, and balloon dilation was performed in the femoral artery during the procedure. Resistance was not encountered during insertion or removal of the sheath or during insertion or removal of any device through the sheath. The dilator was not reinserted prior to sheath removal. The hub was reportedly not used to pull the sheath from the patient; however, the hub separated upon attempted removal of the sheath. Nothing was in the sheath lumen at the time of hub separation. The procedure was reportedly successfully completed. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. Part of the complaint device was returned to cook for investigation. Only the hub and side-arm were returned. The sheath shaft was not returned, and there were no remnants of shaft material within the hub. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that procedural issues related to ancillary device compatibility likely contributed to this event. Per the reporter, another manufacturer¿s 5-french catheter was used through the 4-french performer sheath. The 5-french catheter was not returned to cook; therefore, compatibility could not be tested. It is possible that compatibility issues resulted in damage to the sheath, leading to hub separation. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.